Manufacturer narrative:
The product is not available for evaluation as according to the healthcare site procedures used consumables in the operating room must not be brought out and uniformly recovered and scrapped. Manufacturing and sterilization records for were reviewed and found to be acceptable. The investigation is underway. See related 0001920664-2022-00164, 0001920664-2022-00167, 0001920664-2022-00168, 0001920664-2022-00169, 0001920664-2022-00170, and 0001920664-2022-00171.

Event description:
A user facility in china reports that over the course of a year, during anterior segment vitrectomies, foreign bodies were emitted from product across seven lots. Anterior segment vitrectomy and posterior capsulorhexis were performed in pediatric cataract surgery using the packs. When the vitrectomy head was opened for about 5 minutes (the average cutting speed used was about 700 cpm), when the foot pedal returned to gear 1, a white flocculent object suddenly flew out from the opening of the vitrectomy head and directly entered the eye. The object could be aspirated through the irrigation/aspiration (I/a) tip and/or was occasionally clamped with forceps if the I/a tip did not aspirate it. The operation times were prolonged by about 3 minutes, and no serious injuries have been caused. This report is on pack 7 of 7.

Manufacturer narrative:
Product is not available for return so we are unable to investigate for reported complaint. The root cause is unknown. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete. See related 0001920664-2022-00164, 0001920664-2022-00167, 0001920664-2022-00168, 0001920664-2022-00169, 0001920664-2022-00170, and 0001920664-2022-00171.